Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the tip of the device was damaged. The target lesion was located in the left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the tip of the device was defective and wire did not fit into the tip. Also, device could not cross due to angulation. The procedure was completed with another of the same device. There were no complication, and patient was fine post procedure. However, device analysis revealed that the shaft ruptured.

Manufacturer narrative:
The complaint device was received for product analysis. A visual and tactile examination of the shaft polymer extrusion noted multiple kinks along its length. Examination of the outer and inner lumen noted the shaft polymer extrusion was ruptured at 6cm from the tip. As a result of the kinks along the polymer extrusion, it was not possible to pass a 0.014inch size wire through the wire lumen. No other device issues were identified during returned product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available.